Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was verified and attributed to a loose color display cable. The color display cable was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that vertical lines appeared on the device's display and clinical information was unable to be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.